Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the foreign material was insufficient cleaning. Identification of the material could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the evis exera iii gastrointestinal videoscope displayed error b30 (scope communication error). The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: the air/water cylinder has foreign objects, and the air/water tube has foreign objects. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation, and the customer's allegation was not confirmed. Additional evaluation findings were as follows: due to wear of scope cover packing, water tightness is lost, the air/water cylinder, the scope cylinder both has no color, the plug unit has corrosion due to water leakage, the circuit board unit in s-connector has corrosion due to water leakage, the cable unit has corrosion due to water leakage, due to wear of angle wire, bending angle in up direction does not meet the standard value, and the plastic distal end cover, the adhesive on bending section cover, the universal cord all have a scratch. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.